Event description:
It was reported that a balloon rupture occurred. On an unspecified date, an unknown stent was implanted. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 8 atm. The device was removed using normal method and the procedure was completed with a different device. No complications were reported and patient was good post procedure.